Manufacturer narrative:
No product was returned. Review of the device record were not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal device instructions for use (IFU) recommend that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa). The angio-seal device instructions for use (IFU) precaution the use of the angio-seal in pt's with small femoral artery size (<4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these pts.

Event description:
It was reported that an angio-seal was implanted in the right groin of a petite and frail pt. Approximately 10 minutes post deployment, the pt complained of leg pain and poor pedal pulses were observed. An angiogram revealed compromised flow past where the angio-seal had been placed in the common femoral artery (cfa). It was questioned if collagen was introduced into the cfa. The physician stented the right cfa percutaneously via the left cfa. Flow then improved. A pre-deployment angiogram was not performed.